Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient experienced issue of 2 infusion sets cannula being kinked on (B)(6) 2024. The issue led to an increase in blood glucose level, which was treated with correction injection via multiple daily injection. The set was found to be kinked 3 or more hurs after insertion, after being in use for 10 hours. The site of insertion was located at upper buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.